Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 325 cc breast implant and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the physical exam on (B)(6) 2017. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 4/24/2018, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior aspect. Leak testing was performed in accordance with mentor procedures and one leakage site was detected; a rent measuring approximately 0.5 cm discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/20/2018, it was reported to mentor that the device history record (DHR) of lot number 7342552 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 03/26/18, it was reported to mentor that date problem observed was 11/20/2017. In addition, it was reported to mentor that the patient had undergone removal of saline mentor smooth round moderate plus profile and replacement with saline mentor smooth round moderate plus profile 350cc, catalog number 3502350 lot number 7527901, serial number (B)(4). On 03/29/18, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).